Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00 mm/2.0 cm/135 cm peripheral cutting balloon was selected for use. During first inflation at 6 atmospheres, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.